Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to clinic after receiving inappropriate shocks. Post-paced t-wave oversening was observed due to dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced.